Event description:
It was reported when using the bd pyxis¿ medstation¿ es, communication failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a delay meditation from pyxis station. A technical support specialist checked into station and confirmed issue resolved by the customer. The system functioned as intended after the customer troubleshooted the device. H11 - e.1 initial reporter facility: (B)(6).